Event description:
The health care provider (hcp) reported via the company representative that the patient¿s right deep brain stimulation (dbs) lead was starting to erode through the skin by the patient¿s right ear. It was stated that the issue was confirmed during a visual inspection. It was also reported that x-rays were taken, however the results were not known. The entire right side dbs system was removed and the ins was discarded. It was added that there was a suspected infection so a culture was taken during the surgery. Two days later a health care provider provided additional information stating the entire right side dbs system had been removed due to infection. The issue was considered resolved and the patient outcome was noted as ¿alive ¿ no injury.¿ indication for use: dystonia

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v103455, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # v311441, implanted: (B)(6) 2009, product type lead; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4) implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type extension. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient called the doctor and stated that deep brain stimulator was fully depleted. Questions arose if the extension wire connecting to dbs was compromised. The ins and extension wire were removed in surgery. The device failed.